Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure. However, for foreign materials present on forceps elevator and light guide lens, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had had metal particles on the l-arm (forceps elevator lever), the distal end had had defective glue, and the charge couple device cover lens glue had been chipped. There had been no patient involvement.